Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was observed that the right atrial lead exhibited noise and a failure to sense. The lead was capped and replaced on (B)(6) 2021, and the patient was discharged and in normal condition.